Event description:
Possible t wave oversensing noted on current egm, possible oversensed ventricular beat on stored egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).